Manufacturer narrative:
(B)(4). Date sent: 8/14/2025. Additional information: the received device does not belong to this complaint. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Corrected data: h1, h6, h11. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2025. D4 batch #: y7014h. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone slightly separate from the mid housing. The handpice was recognized by the generator, comunication issue could not by confirm. No all functional testing could be performed due to due to the separation of the nose cone. The instrument was disassembled to inspect internal components and the moisture indicator was positive. Due to separation of the nose cone and at the mid housing, moisture entered the hand piece housing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion can be made as to how the nose cone was separated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy the handpiece of the gen11 generator, from the beginning did not recognize the power clamp. It is necessary to change the handpiece for another. The procedure was completed successfully. No patient involvement.